Event description:
Pt tested on suspect device and inr=47. Repeated test and inr=6.8. Pt retested a third time and inr=4.3. No treatment was given. Pt called physician for instructions on potential follow up.